Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. Evaluation of the returned pump confirmed the report of suspected pump thrombosis. Small, loose, tissue-like depositions were present on the inlet bearing cup and in the proximal side of the outlet stator adjacent to the outlet bearing ball. These depositions lacked lamination, lacked denaturing and were not adhered to the bearings or stator blades. Although the depositions did not appear to have originated in these locations, their specific origins and a duration in which they were present in the pump cannot be determined. Additionally, a tissue-like deposition was present on the rotor body between two of the rotor vanes. The deposition did not appear to have originated in this location and its specific origin cannot be conclusively determined. However, the deposition showed a dark area of potential denaturing indicating that it was likely present in the pump for an undetermined amount of time during operating. The observed depositions would have potentially contributed to the reported elevated lactate dehydrogenase levels. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic for a routine visit with an inr of 2.6. The patient was reportedly very compliant and was new york heart association class 1 post-implant. Routine labs were drawn and the patient¿s lactate dehydrogenase (ldh) level came back elevated at 1600 u/l. The patient had no hematuria and pump parameters were normal. The patient was admitted and started on tissue plasminogen (tpa) per the implanting center¿s low dose protocol. After two doses of tpa the patient¿s ldh decreased to 900 u/l. The ldh then increased to 2300 u/l after approximately 5 doses of tpa were administered. On (B)(6) 2016, the patient underwent a pump exchange. It was reported that no notable thrombus was observed in the pump.